Event description:
Manufacturer representative reports tunneling device left in patient during implant. Physician has discusses this with patient and patient was referred to a general surgeon for removal once the wound has healed. The patient is not complaining of any symptoms at the time of this report.